Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. The hcp reported that the patient had a revision of the system the day before report. The hcp stated that a note in the medical record stated that they turned the stimulator off and looked at it. No further complications were reported or were expected.